Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and tvt was implanted.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, and dyspareunia. It was reported that the patient underwent partial explant on (B)(6) 2007 due to erosion. It was reported that the patient underwent supris sp suburethral sling placement and failed mesh with implant on (B)(6) 2007 due to sui, instrinsic sphincter deficiency, and recurrence. It was reported that the patient underwent miniarc sling implant on (B)(6) 2011 due to stress incontinence. It was reported that the patient underwent excision of mid urethral sling on (B)(6) 2010 due to obstructed voiding pattern secondary to tvt sling. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.